Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: opening on posterior, crease fold, and wear abrasion. Leak test and microscopic analysis were performed which identified: crease sharp opening, puncture opening, and observed void >1mm in non-textured, valve-to shell-bond area. Fill test was performed and identified no blockage. Final assessments is: an opening crease sharp on posterior assessed as fold flaw opening and a striated punctured assessed as surgical damage consistent with the use of a surgical tool. Additional, changed, and/or corrected data: d.4, d.10, h.3, h.4, h.6.